Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not reproduce the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided b by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the display on their device turned black during patient treatment, and then switched to its home screen, as if it powered off and back on. The device was used with a 12-lead ECG cable, nibp cuff and spo2 sensor for monitoring. The patient was transferred to the hospital for further treatment. No further information was provided about the patient outcome.

Manufacturer narrative:
Physio-control further evaluated the device and verified the reported issue; it could be reproduced as well. The downloaded key log files were evaluated and these confirmed the issue as reported by the customer. Physio then replaced the system pcb assembly. Proper device operation was then observed through functional and performance testing. Physio further evaluated the removed system pcb assembly but could not reproduce the reported issue anymore. Further root cause could not be determined. The cause of the reported issue was due to a failure of the system pcb assembly. The device will be returned to the customer.